Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the infusion set the night before and now her blood glucose is 488 mg/dl. Customer has not treated. Customer found possible air bubbles in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer low reservoir alarms in the alarm history. Customer did not have a tubing clamp. Customer was advised that she will be sent one and need to call back to continue troubleshooting. Customer called back and stated that her blood glucose was still really high. Customer was assisted with the high pressure test and it was discovered that the customer was attempting to use the quick release as a tubing clamp. Customer stated that they accidentally suspended the first fixed prime. Customer was able to get the pump to show no delivery.